Event description:
It was reported that this device was exhibiting possible premature battery depletion. It was noted that the device battery showed eight years at the last follow up in (B)(6) 2021, and was at seven years remaining at the most recent follow up in (B)(6) 2021. A review of the device data by technical services (ts) confirmed that the power consumption of this device was increasing during the pat year and was expected to continue to increase. Ts noted that the device should be explanted and returned. Ts noted that assuming the device behavior remains unchanged there was sufficient battery capacity to support therapy and replacement for at least ninety days. The device remains implanted. No adverse patient effect were reported.

Manufacturer narrative:
This device remains implanted. Upon additional information this investigation will be updated.

Manufacturer narrative:
This device was explanted and returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device was exhibiting possible premature battery depletion. It was noted that the device battery showed eight years at the last follow up in august 2021, and was at seven years remaining at the most recent follow up in october 2021. A review of the device data by technical services (ts) confirmed that the power consumption of this device was increasing during the pat year and was expected to continue to increase. Ts noted that the device should be explanted and returned. Ts noted that assuming the device behavior remains unchanged there was sufficient battery capacity to support therapy and replacement for at least ninety days. The device was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting possible premature battery depletion. It was noted that the device battery showed eight years at the last follow up in (B)(6) 2021, and was at seven years remaining at the most recent follow up in (B)(6) 2021. A review of the device data by technical services (ts) confirmed that the power consumption of this device was increasing during the pat year and was expected to continue to increase. Ts noted that the device should be explanted and returned. Ts noted that assuming the device behavior remains unchanged there was sufficient battery capacity to support therapy and replacement for at least ninety days. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.